Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore they could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for the leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable shock impedance around 100 ohms between december 2016 and june 2017 with subsequent intermittent increases to >150 ohms. Furthermore the provided iegms demonstrated intermittent loss of capture on the rv as well as on the lv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approximately 75 months, shock impedance values > 150 ohms were reported. The lead remained implanted.